Event description:
It was reported to boston scientific corporation that a polaris ultra stent was prepared for a ureteroscopy procedure within the ureter last (B)(6), 2014.according to the complainant, upon preparation, the device was already found broken inside the package. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned polaris ultra stent was performed. Following a detailed device analysis, it was found that the stent broke at the middle section, suture hole was torn, and the suture was not returned. The damages encountered are consistent with the ones caused by the suture being pulled off. Therefore, taking into consideration these factors and the analysis performed in the device returned, the most probable root cause will be ¿handling damage¿. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was prepared for a ureteroscopy procedure within the ureter last (B)(6) 2014. According to the complainant, upon preparation, the device was already found broken inside the package. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.